Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the continuous glucose monitoring (cgm) readings were inaccurate as compared to the fingerstick blood glucose (bg) values. It was reported the patient was inserting the sensor into their thigh. The instructions for use instruct the patient to insert the sensor into their abdomen only. This complaint is being reported because the issue may result in the user reacting to incorrect cgm data which may lead to bg excursions.